Event description:
In this event it is reported that reciproc blue files 6x broke during use. Broken part remains in the root canal. Further treatment is planned. Update on treatment will be submitted once received.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Manufacturer narrative:
¿2 (two) unsuccessful requests to retrieve suspect product or investigation result have been made and documented. Complaint will be reopened if suspect product or investigation result arrives per 8000-sop-038 .¿ all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. No product and no lot received therefore no investigation possible.